Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized due to cloudy fluid and abdominal pain and was treated with vancomycin injection (1gm, intraperitoneal, discontinued after 16 days), meropenem injection (500mg, intraperitoneal, discontinued after 16 days) and amikacin injection (500mg, intraperitoneal, discontinued after 16 days) for peritonitis. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the events. The dose of dianeal therapy was increased and was ongoing. It was reported that patient retraining was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.